Manufacturer narrative:
This complaint is confirmed. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows a knot in the wire that is located at the distal tip. A blood and tissue residue is seen adhering to the wire. No mfg defects were noted on the wire or the catheter. At this time the mechanism of damage is undetermined. A chr of lot # reuk0503 showed no other similar product complaint(s) from this lot number.

Event description:
PICC nurse tried advancing the guidewire when it would not advance anymore. The nurse then tried to get the wire out and it would not come out so she nicked the pt's skin to remove it. Pulled the wire out and noticed a knot in wire. The nurse said she did not see this knot in the wire prior to beginning the procedure. She believes the knot was coiling as she was trying to advance it and then knotted when she tried to remove it.